Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated the insulin pump did not alarm them at the time the alarm occurred. Customer's blood glucose was 313 mg/dl. The customer corrected their blood glucose with a manual injection. Customer's blood glucose was also normal after changing their infusion set. No additional information provided.